Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the stitch popped off [broke] when attempting to tack the mesh down.

Manufacturer narrative:
Two introducers were received for evaluation. The sling was not returned for evaluation. No abnormalities were noted with either introducer. The information received indicated a dynamic anchor break however the sling was not returned. No functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the stitch popped off [broke] when attempting to tack the mesh down.